Event description:
Litigation papers allege the patient experienced a general physical discomfort with the hip and pain when walking long distances. Patient has some swelling in the hip area. Papers also allege elevated metal ion levels, which are being monitored by the surgeon. The patient has been advised by her surgeon to have revision surgery, but due to other health issues, she has not yet been cleared for revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.